Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via left femoral artery. The 85% target lesion was located in the mildly tortuous and severely calcified left iliac artery. After a 6fr 25cm non-bsc sheath was inserted and a 0.035inch 180cm non-bsc guide wire crossed the lesion, fluoroscopy was performed which revealed the lesion. A 9.0 x 40 75cm mustang¿ balloon catheter was advanced for pre-dilatation. However, during the first inflation at 10 atmospheres for 10 seconds the balloon ruptured. The device removed and was replaced with a 10mmx4cm mustang balloon catheter which successfully pre-dilated the lesion. Subsequently, an 10mm4cm epic stent was deployed and post-dilatation was performed with the same 10mmx4cm mustang¿ balloon catheter which completed the procedure with sufficient dilatation. No patient complications were reported and the patient's condition was good.